Event description:
It was reported that customer experienced delivery anomaly. Customer reports that insulin pump was under delivering. Customer's blood glucose was 120 mg/dl. Customer reports that insulin pump had gotten a few drops of water from being at a theme park. Proper priming procedure was discussed with customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.